Manufacturer narrative:
The user facility reported possible cross contamination of pts via the remote blue air bulb insufflator and the tubing used during air contrast barium enema study. The device was reused and brown material was noted in the tubing after the third pt. The remote blue air bulb insufflator is labeled as a single use device and must be disposed of after the completion of the examination as per the manufacturer instructions, because reutilization carries an increased risk of cross-contamination. On (B)(6) 2013, quality review became available: a review of this complaint by bracco quality/regulatory deemed this is an issue of off label use of the product. The remote blue air bulb insufflator is labeled as a single use device. There were no additional complaints for this problem documented over the past year, however, a request for information related to this issue is documented under (B)(4). No further investigation is deemed necessary for this complaint per decision of bracco's group quality and this is not regarded as a quality problem. Additional information is required. A healthcare professional reported that during a barium enema study using an air bulb insufflator provided by bracco diagnostics, a brown material was found in the air bulb insufflator and the tubing. The reporter believed the substance corresponded to a body fluid. They confirmed the presence of "cells" and believed it contains fecal material. They question the possibility of contamination of two pts. The protocol at the facility was to re-utilize the air bulb insufflator. About two barium enemas with the air insufflator were performed per week. After they noticed the brown material they stop reusing the system. Two pts have been tested for (B)(6). As of this writing none of these two pts had experienced any signs of symptoms of infection. Administration of the gas (air or co 2) during a barium enema study can be performed either by manual pumping of an insufflator bulb attached to a small, flexible rectal tube or using and automated system. In this case, the procedure is manual and the bulb air insufflator and its respective tubing is single use only due to the potential for aspiration and retention of body fluids and possible transmission of pathogens from one pt to other. The air bulb provided by bracco is appropriately labeled as a single use device. The potential for cross contamination as reported is unrelated to the device's performance.

Event description:
On (B)(6) 2013, a health professional, who is a staff member at a user facility, reported possible contamination of two pts with a body fluid via the suspect device. The suspect device is a remote blue air bulb insufflator used during barium enema air contrast imaging studies of the colon. This report documents one of the two pts, who is a (B)(6) year-old out-pt male. Additional information was received on (B)(6) 2013 and incorporated into bracco's initial report. The user facility staff member reported: after a remote blue air bulb insufflator was used for barium air contrast colon studies with multiple pts, a brown material was seen in the tubing of the remote blue air bulb insufflator. The reporter feared that the material was a body fluid and it had contaminated a number of pts. The remote blue air bulb insufflator was removed from service. The protocol at the facility was to use one super xl enema system per pt and re-use the remote blue air bulb insufflator. The reporter stated when they realized the remote blue air bulb was a "single use" device they had the brown matter tested. The reporter also confirmed that they are aware the device is single use. Each week, about two barium enema air contrast imaging studies of the colon are performed at the facility. No pt has reported any gastrointestinal infection, any c-diff (clostridium difficile), fever or other adverse signs or symptoms. They noticed the brown material on wednesday ((B)(6) 2013) and the device was not used on any additional pts. The practice of reusing the remote blue are bulb insufflator was discontinued. The remote blue air bulb insufflator used was catalog number 9332 and lot number 20207703. For the study, they also used a super xl enema system, lot 50688535, (catalog number 8925). The remote blue air bulb insufflator was used on three pts, two on (B)(6) 2013 and one on (B)(6) 2013. They did not know when the remote blue air bulb insufflator became contaminated with fluid. Therefore, if it was contaminated with fluid during the first pt's study, it was possible for the second and third pts to have been cross contaminated. If the contamination occurred during the second study, the third pt could have been cross contaminated. If the contamination occurred with the third pt, then none of the pts were cross contaminated. On (B)(6) 2013 this (B)(6)-year old male out-pt underwent the air contrast barium study due to an incomplete colonoscopy. The barium air contrast study showed extensive diverticulitis and mild redundancy and over rotation of the colon. The reporter is not aware of this pt experiencing any adverse sign or symptoms following the study. The imaging facility staff contacted the pt. The pt has had no adverse signs or symptoms following the study. The pt was tested for (B)(6) and both test were negative. The facility staff plans to retest the pt at three and six months. The facility staff determined that the brown fluid contained cells and believed it contained fecal matter. The fluid sample was small and they were trying to find a laboratory to test it to determine if it contained pathogens. (B)(4).